Manufacturer narrative:
Lot number unavailable. Device sample not received by MFR in time for this report. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however the MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue reported: when the veterinarian tried to use the stapler, it released two staples at once that were blocked. Another stapler was used without incident. No animal injury reported. Pt current condition is fine.